Event description:
Additional information received noting that the patient had their exploratory surgery and it was determined that there was no infection. The patient did have some gummy fatty tissue removed and sent for culture. The vns generator and lead were not explanted and all diagnostics were within normal limits.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient presented with a possible infection at their vns site and has been referred to undergo exploratory surgery. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No known surgical intervention has occurred to date. No other relevant information has been received to date.